Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. The inspection of the device by olympus repair center confirmed the following; the reported phenomenon was reproduced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by defect of the camera cable unit due to excessive stress on the camera cable by customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that screen showed snow noise when the customer was using the device. And an error (e226) occurred to notify the scope communication failure during the inspection of the device for the repair at olympus repair center. There was no report of patient injury associated with this event.